Event description:
The reporter indicated that the pt has not been followed in some time. When the device was inquired, the pacer went to backup mode. When backup was restored, the device went to no output and the pt passed out. A magnet was placed over the device to resume pacing at the magnet rate. Cell voltage was 2.0 v. The reporter also stated that the device will be replaced immediately.